Event description:
It was reported that they had their device removed on (B)(6) 2021 but the doctor was unable to remove the entire lead. Pt states the doctor wanted to put in an MRI compatible system but when they woke up, they were told this fragment was left behind. Pt states a piece of the lead in the pelvic area was entangled in something so they had to leave it behind. Pt states now they are needing to have an MRI and are being told they can't. Pt states they would've never had this device implanted if they would've known that it's possible that the entire system couldn't be removed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: (B)(4) serial#:, implanted: on (B)(6) 2014, explanted:, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-mar-2018, UDI#: (B)(4). Common device name/PMA/510k: please not that this device was used in an off-label manner, as it was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.